Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they obtained erroneous high-sensitivity troponin I (tnih) results on more than twenty patient samples and total human chorionic gonadotropin (thcg) results on approximately ten patient samples on an advia centaur xpt analyzer. Quality control (qc) recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse, inspected the system and found a leak at dispense port 2 with the wash 1 interconnect fitting, replaced the fitting, primed the system, adjusted the reagent probes z-alignment. The customer ran qc which recovered acceptably. The cause of the event is unknown. The instrument is performing according to the specification. No further evaluation is required.

Event description:
The customer reported that they obtained erroneous high-sensitivity troponin I (tnih) results on more than twenty patient samples and total human chorionic gonadotropin (thcg) results on approximately ten patient samples on an advia centaur xpt analyzer. However, the customer only provided 3 sample results data for tnih and 2 sample results data for thcg and declined to provide further patient results data to siemens. The initial results were reported to the physician(s) who questioned the results. The samples were repeated on an alternate advia centaur cp analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous tnih and thcg results.